Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received one open and unused sample. The cassette received presented signs of leakage. The cassette has lost the solution because has a crack in the structure. Final conclusion: taking into account that the cassette received does not fulfill the OEM specifications, the conclusion is the complaint is justified. Actions on distributed product of this reference/batch: replace the cassette to the end customer or refund. Corrective/preventive actions: opened an corrective action in order to avoid this kind of incident in the future.

Event description:
Country of complaint: (B)(6). Thread is breaking (vet).